Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level ranged from 250 to 395 mg/dl. Insulin injections and corrective boluses were used to address the bg level. The supplies on the pump were changed multiple times. As the insulin supply was depleted due to the cartridge changes, the customer reverted to using insulin injections to manage diabetes. As the supplies had been changed, a system check was unable to be performed to determine a possible cause of the occlusions. Tandem technical support assisted the customer with loading a new cartridge and site. The customer delivered a bolus and no occlusion occurred.